Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness and fatigue. It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia / atrial fibrillation (af) episodes resulting in false termination of episodes and subsequent redetection. The lead remains in use. No further patient complications have been reported as a result of this event.